Manufacturer narrative:
The device was returned for analysis. The device did not have any obvious visible defects. There was dried body fluid in the luer, inside the irrigation tubing between the luer and handle, on the handle, shaft and tip. Both the tip and shaft were heavily coated with body fluid. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device was connected to a metriq pump and was purged at 60 ml/min. Four of the six irrigation ports were clear and flowed freely. The other two ports were microscopically examined and were noted to be plugged with dried body fluid. The dried body fluid was removed and now all six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 30 minutes without any errors or pump messages.

Event description:
Reportable based n device analysis completed on 13dec2019. It was reported that the catheter would not initiate standby flow. During an ablation procedure, the intellatip mifi open-irrigated catheter would not initiate standby flow after previously working with no issue. After clearing the resulting alarm and error message multiple times, standby flow would still not initiate. The catheter was removed from the patient, the catheter cable was disconnected, and the pump was replaced, but the issue persisted. The catheter was exchanged, which solved the issue. The procedure was completed successfully with no serious injury or adverse patient effects. Device analysis revealed two irrigation ports were occluded.